Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was found to have high pacing thresholds. Additionally, a high pace impedance, greater than 2000 ohms, was found. Reportedly this rv lead was oversensing something, which resulted in pacing inhibition. Ultimately there was an increase in follow-up and the patient was hospitalized. During a revision procedure, the lead was tested by psa and impedances were greater than 3000 ohms, threshold was too high and not capturing, and there was noise on lead. There appeared to be an insulation break in the lead, like it was accidentally cut, during the implant. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported.